Manufacturer narrative:
As reported in a research article, transcatheter embolization in congenital cardiovascular malformations. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transcatheter embolization in congenital cardiovascular malformations¿variable use of vascular plugs", was reviewed. The article presented a case study of a 4-month-old female patient. An 8mm amplatzer vascular plug ii was chosen for implant on an unknown date. The device was successfully implanted with minor obstruction of the left pulmonary artery. Approximately four months later computed tomography (CT) showed subtotal stenosis. The device was surgically explanted and the patent ductus arteriosus was surgically repaired. [The primary and corresponding author was jochen pfeifer, department of pediatric cardiology, saarland university medical center, homburg 66421, germany, with email: jochen.pfeifer@uks.EU].